Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification. The 8.0 x 39 mm omni elite stent delivery system (sds) was advanced, but met resistance with the anatomy. The sds was pushed, but could not cross to the lesion. The sds was removed, and resistance was felt with the anatomy, and the stent dislodged on the guide wire. A balloon was advanced in an attempt to grasp the stent, but the stent was flared and this was not possible. A cut down procedure was performed, and the stent was removed from the anatomy. A second 8.0 x 39 mm omni elite sds was prepared to be used. While inspecting the sds, it was observed that the stent was loose on the balloon, and then dislodged when it was touched. A non-abbott sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment and stent damage was confirmed. The reported failure to cross could not be replicated in lab environment as it was based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other omnilink elite referenced is being filed under a separate medwatch MFR number.